Manufacturer narrative:
(B)(6).

Event description:
It was reported there was a battery fault, and the battery could not be charged. There was no patient involvement. The authorized service provider (asp) advised checking the battery and charging circuit. The asp confirmed the reported problem that the battery was faulty. The error log did not reveal any error code. The asp replaced the battery and performed tests and inspections. The device was returned to full functionality. Based on information provided and/or service performed, the customer's alleged complaint was confirmed.